Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet screen was cracked and nonresponsive, and a replacement device was arranged with instructions provided for setup support and return of the damaged unit. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy requiring medical intervention and no alarms reported. Investigation included customer service intake and device replacement logistics review. Investigation of this case revealed physical damage to the display/interface consistent with a cracked screen, with loss of touch responsiveness; no device performance anomalies beyond the damaged component were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact outside of device operation.